Event description:
The facilities maintenance indicated the head up function will not work.

Manufacturer narrative:
The facilities maintenance could not duplicate the alleged failure and is not sure what repaired the bed.